Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(6), was completed on july 29, 2020 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The disposables that were in used during the event were discarded. The customer confirmed that the disposables were supplied by a third party vendor and were not bayer/medrad products. The stellant CT injection system operation manual cautions the user as follows: patient injury could result from using improper accessories. Use only accessories and options provided by bayer designed for this system. Additional applications training was offered; however, the customer declined. The site continues to use the stellant CT injection system after the reported event with no further issues reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of an extravasation that occurred during an enhanced CT scan on an elderly female patient while connected to a stellant CT injection system. The customer reported an undisclosed amount of contrast had extravasated during the procedure at the patient's IV (intravenous site) catheter location. The IV catheter was subsequently removed and a new one was started after which the injection and scan were successfully completed. Post procedure, the patient was treated at an outpatient department. The current status of the patient is unknown.